Manufacturer narrative:
(B)(4). Damage (physical or cosmetic) not found during testing. Insulin pump passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was broken at reservoir connection and also plastic guard and o ring was missed. The customer blood glucose level was unknown at the time of the incident. Customer also stated that there was crack on the top of the insulin pump. The device will not be returned for analysis.